Manufacturer narrative:
Concomitant products: w4tr01 crtp implanted (B)(6) 2017; 459888 lead implanted (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a slow junctional escape. The right ventricular (rv) lead exhibited a possible fracture, high undefined impedance and no capture. The rv lead was capped and replaced. No further patient complications have been reported as a result of this event.